Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed a loose cable of the tenaculum forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was noted missing and could no longer be installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.